Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary tplo procedure on a canine, it was observed that the oscillating saw attachment device was spinning freely. There was no delay in the surgical procedure. A spare device was used to complete the procedure. There was no patient involvement as this device was being used for veterinary purposes. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearing housing became loose from the coupling pin. Therefore, the reported condition was confirmed. It was determined that this was due to loctite degradation from use and repeated sterilization over time. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.